Event description:
It was reported that (3) devices were used during an interstitial laser coagulation. It was reoported by the rep that there were (2) diffuser defaults and (1) black body. Another fiber was used to complete the case. There was no consequence to the patient.